Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state: british columbia. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that while inserting some very long expedium polyaxial screws into the iliac crest/sacral area during spine surgery, (9x80mm & 10x100mm) the tips of two screwdrivers stripped and broke due to the sheer force required to insert them into the bone. The surgeon was still able to advance the screw using a small rod inserted into the head of the implant and secured with a set screw along with an anti-torque sleeve which helped rotate the screw forward by forcing the rod around. Surgery was delayed 10min due to the reported event. The procedure was completed successfully. This complaint involves two (2) devices. This report is for one (1) quick connect si polydriver. This is report 2 of 2 for complaint (B)(4).